Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a zelante dvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the common femoral and iiiac vein. During aspiration, after approximately three seconds, the console stopped and gave a 'check saline supply' error message. The console was reset and aspiration was initiated again; however the console stopped again after approximately 2 seconds and gave the 'check saline supply' error message. The catheter was removed from the patient and replaced with a new angiojet® zelantedvt¿ catheter to complete the procedure successfully. There were no patient complications and the patient is in fine condition.